Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down twice during an air transport. Both times when the aircraft started up. It powered back up on the portable supply. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields : d4 # UDI, updated fields: b4,d8, d9, g3, g6, h2,h3,h4, h6 (investigation findings, type of investigation, investigation conclusion, component code), h11. A getinge field service engineer (fse) visited on site but could not duplicate the issue, both batteries ran out for over 60 minutes each and the portable supply operated normally. Fse found that the unit had a leak test failure so I opened a new call and complaint to address the leak, this was a failure of the tidal volume disk (but did not affect functionality). Found that replacing the tidal volume disk (0202-00-0142) resolved the issue and the test now passes. Fixed the leak under the new so, completed a full system test/pm protocol, all tests passed to factory specifications and the unit was released for clinical use. Patient involvement was there, no harm reported. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received the following parts associated with this complaint: pn 0202-00-0142, sn (B)(6). Part was received with a reported failure of the leak test the fat performed a visual inspection and found the part to be in good condition. The fat installed the helium reservoir in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Passed the all manifold test. No failure confirmed. Sending the part to the supplier for failure analysis per procedure number (B)(4). The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for part. Please see attachment. They stated the assembly passed the leak test with no defects found. Root cause is not confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.